Event description:
The pt (B)(6) received an scs system on (B)(6) 2009. It was reported the pt observed the low battery warning on the programmer. Based on the pt's current parameters, the message is believed to be a premature indicator and not passivation. The warning was successfully cleared.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.